Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device was not returned.

Event description:
Livanova (B)(4) received a report that an s5 system did not deliver forward flow for 20 seconds during a procedure. The user opened and closed the flow probe to resolve the issue. This issue is reportedly intermittent and has occurred in the past. There was no report of patient injury.